Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 277 mg/dl for approximately 8¿9 hours while using the device, with alerts for prolonged high glucose and suspected infusion site or set performance issues; the user was advised to replace the cartridge, infusion set, and site, after which insulin delivery was resumed and glucose returned to range. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included no need for medical intervention, no hospitalization, and no assistance beyond standard troubleshooting. Investigation included remote troubleshooting and user education on infusion set and cartridge replacement, site management, and monitoring. Investigation of this case revealed resolution after replacement of disposable components, with the precise cause of the elevated glucose not identified. It was concluded that the event was consistent with hyperglycemia of unclear cause, potentially related to site or set function, and that the device functioned as designed after component replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.